Manufacturer narrative:
On (B)(6) 2016 only the unit carton and lens case were received. No lens was returned. As the intraocular lens (iol) was not returned to the manufacturing site for inspection; returned product testing could not be performed and the customer's reported complaint for a scratched lens could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: the MDR was filed inadvertently. In review of the file, the event has been determined not to be a reportable malfunction as initially reported. Further review of the file determined the scratch occurred during handling but prior to insertion. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that prior to insertion into eye, the intraocular lens (iol) was scratched. Iol was opened but not used. There was no patient contact.